Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 200 mg/dl, 509 mg/dl, 500 mg/dl and 478 mg/dl. The customer did not report any symptom related to high blood glucose level. The customer also reported no delivery alarms. Troubleshooting was performed and the customer reported alarm did not occur during manual prime. The customer reported event was resolved by changing complete set. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.